Event description:
Customer reported that the 840 ventilator stopped cycling while in use on a patient. The hospital's biomed verified the malfunction in the device's memory logs, but could not duplicate the reported malfunction. The biomed inspected the device, but replaced no parts. The unit passed extended self testing. Puritan bennett was not authorized to either inspect or repair the device.